Manufacturer narrative:
(B)(4). The reported complaint for "persistent helium loss alarms" is not able to be confirmed. The product was not returned for investigation. A device history record review was performed, and no relevant findings were identified. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "persistent helium loss alarms on insertion". To continue therapy, another iab catheter was inserted into the same original insertion site. No patient injury or consequence reported. The patient's current condition is reported as "critical". Please see associated MDR# 3010532612-2024-00531.

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a valid lot number.

Event description:
It was reported "persistent helium loss alarms on insertion". To continue therapy, another iab catheter was inserted into the same origional insertion site. No patient injury or consequence reported. The patient's current condition is reported as "critical". Please see associated MDR# 3010532612-2024-00531.